Manufacturer narrative:
The facility did not provide an evaluation of the incident. Evaluation results were provided on the first follow up submitted in 2007. Description of any design changes or modifications in the device: the elcam four-way stopcock w/rotating male luer lock is a purchased part with a current issue date of 20006. There are no recent design changes that may have contributed to this complaint issue. The life expectancy and anticipated failure rate for the device: the performance of medical grade plastics commonly used by medical device manufacturers in a chemical environment is dependent on exposure time, chemical concentration, temperature, and applied stress. When lipids are infused, many of the materials used in the manufacture of stopcock devices may be subject to cracks. Under extreme conditions, these cracks may result in leakage and fluid loss. Label copy for 2c6242 specifically states "caution: not recommended for use with lipids." No further clinical information has been provided. Over a two-year time period, from 2005 - 2007, no negative or increasing trends for cracked/broken/leaking stopcocks have been noted. Continued monitoring of these issues occurs on an ongoing basis.

Manufacturer narrative:
The reported condition of cracked and leaking stopcock was confirmed during service. Four used samples were received due to cracked/broken condition. Units were submitted to visual inspection and pressure test. The defect was confirmed in one of the units. The defect was not related to manufacturing process. No additional manufacturing processes are involved. Incoming inspection is performed to this component. The manufacturing facility will continue to monitor similar reports for possible trends.

Manufacturer narrative:
The facility was unable to confirm what lipid-containing products were being infused at the time of the event.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 13, 2007. A request for the return of a companion sample has been made. Should the sample be received for evaluation, a follow-up reported will be filed upon completion of an evaluation or if any additional information becomes available. Per label copy, this product is not recommended for use with lip-containing products. The customer has been made aware that this product is not meant for use with lipid-containing products.

Event description:
Facility reported that a stopcock cracked and leaked during patient use with lipid-containing products. The patient¿s blood pressure reportedly dropped in the mid 70¿s. Backflow of patient¿s blood was also observed. A vasopressor agent (unknown agent) was used to support the patient¿s blood pressure. The patient reportedly recovered from the event. Although requested, no additional information is available.